Event description:
It was reported that the patient experienced inflation and deflation difficulty with an inflatable penile prosthesis (ipp) pump leading to a surgical procedure in which the pump was removed and replaced. The new pump was said to be working fine. No information was provided about the patient's outcome.